Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the second and third firings on the atw35 were not satisfactory. The device did not staple or cut properly. There were no consequences to the patient.